Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father called in to report that the sensor glucose and blood glucose readings had discrepancies. The blood glucose reading was 98 mg/dl compared with the sensor glucose reading of 60 mg/dl. The caller also reported a change sensor alert and a low suspend alert. The customer's sensor was replaced. No further details were provided.